Manufacturer narrative:
The device was not returned for evaluation; the device remains implanted. The reporter did not provide a lot number or any identification traceable to the manufacturing process. Citation: kamis u, ozturk bt, sabin a, kerimoglu a, okudan s. Assessment of capsular block syndrome with scheimflug camera. Can j ophthalmology. 2009; vol. 44, no 3: 342-343. See scanned pages.

Event description:
Literature report stated a patient presented with a three month history of blurred vision in the left eye three years following phacoemulsification and implantation of an intraocular lens (iol). The patient was assessed using the scheimpflug camera and was reported to have late capsular block syndrome. A large space filled with turbid fluid between the posterior surface of the iol and the posterior capsule was identified on camera. The patient was treated with a yag laser posterior capsulotomy. The fluid immediately drained into the vitreous cavity and the capsular bag deflated.